Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour was found within the investigation window. The probable cause was could not be determined. The reported event of an allegation of no data is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.